Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. Additional findings not related to the malfunction/issue were the following parts being proactively replaced on the device: exhaust fan assembly, power code, and 43-micorn filter. After replacing all the parts on the device, a repair test, run-in test, and alarm and battery checks were performed on the device. The device was cleaned and found to be operating properly.